Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was delivering insulin inaccurately. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings. The pump was investigated with these available results prior to submission of the initial 3500a, which were omitted in error: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data indicated an incorrect time/date setting after a pump reboot. The pump¿s total daily dose values aligned with the recorded basal rate settings and delivery accurately. The pump was exercised for 24 hours with a 1 unit per hour basal program, and the pump correctly displayed 24 units delivered. No errors, alarms, or warnings were observed during investigation. The complaint was not duplicated.

Manufacturer narrative:
The product has been returned to animas. Evaluation has not yet been completed for this issue. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.